Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case would not stay shut due to worn velcro causing the pump to fall and pull out the infusion set. There was no reported adverse event to the customers blood glucose. Reportedly the customer re-inserted the infusion set and resumed insulin delivery.